Event description:
It was reported that pump stopped all insulin delivery. The customer's blood glucose level is reported to be good. There was no impact to the customer's blood glucose level related to the pump stopping insulin delivery.

Manufacturer narrative:
The device has not been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.